Manufacturer narrative:
The service inspected the pump and found cracked case and motor interrupted, probably following a shock or a fall of the device. The motor failure (motor interruption) can be the cause of the occlusions reported by the customer. Device evaluated, repaired and returned to the distributor/user. No consequences for the patient.

Event description:
The customer reported "occlusions". Afterwards we were informed that "patient was trying to set up the pump when this occurred".